Event description:
(B)(4).

Manufacturer narrative:
A service call was received and a draeger service tech was dispatched to check the device on site and to download the logs. It was verified that the evita xl had passed daily tests. The device was checked and no deviation in coherency with the reported event was identified. The alarm function was tested and verified that all alarms and in particular disconnect alarm is posted immediately if a disconnection is provoked. The device log was analyzed by the MFR. The log reveals that the device had generated many alarms on the date of event, which were confirmed by the user ("alarm silence"). During the likely time of event the respirator had detected mv low and airway pressure low and generated the corresponding alarms. These alarms were followed by apnea alarm. The customer has refused to answer the question about the brand of the used pt hose system. The hose system was not available for investigation. The MFR cones to the conclusion that the ventilator behaved as specified for the given condition (disconnection) and posted the adequate alarms.